Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer stated that paramedics were called to assist with low blood glucose. Customer was unconscious at work. Customer states that the basal rates are set too high. The second event; the blood glucose reading was less than 30 mg/dl. Customer was found unconscious and seizing. Paramedics treated customer with glucagon. The third event; blood glucose reading was 34 mg/dl. Customer was disoriented. Paramedics treated with glucagon and grape juice. Nothing further reported.